Event description:
Attachment leaking oil. No surgical delay. Case type / application: tka.

Manufacturer narrative:
S part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event an event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results -product evaluation and results: visual inspection reveals that: a small amount of grease was present on attachment. -clinician review: no medical records were received for review with a clinical consultant. -product history review: product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been 1 other similar event for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Attachment leaking oil. No surgical delay. Case type / application: tka.